Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed and found the scope¿s bending section rubber missing. The bending section rubber glue was noted to be cracked. The bending section had 10+broken strands, broken pin with failing continuity and unstable readings. There were dents noted on the insertion tube. The scope was repaired and returned to the customer. The instruction manual states ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged.¿

Event description:
The service center was informed that the scope¿s bending section mesh was noted to be torn. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and additional information from the customer. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: from the investigation result the bending section of the subject device possibly contacted to a sharp object for someone threw the object in water while soaking the subject device in reprocessing process. As a result, the suggested event may have occurred. Since no more additional information wasn¿t provided, we couldn¿t conclusively specify and presume the cause of the event. Since IFU (operation manual) states the following, the suggested event could be prevented by handling the device in accordance with IFU. Warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The legal manufacture confirmed via DHR that the subject scope was shipped in accordance with specifications.

Event description:
The scope was not used on a patient. It was damaged during routine cleaning. The endoscopy technical specialist found someone threw a sharp in with the scope when it was soaking and it cut the mesh. The scopes are cleaned weekly even when they aren't being used. The specialist stated that there isn't any additional information available regarding this issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification received from the customer.